Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the leak at product tank causing low o2. Provider states this was repaired no new parts needed.